Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient developed with thrombosis. The current status of the patient was unknown.

Event description:
It was reported through the litigation process that, on (B)(6) 2019, a patient underwent a port placement via the right internal jugular vein, for the treatment of metastatic colon cancer. Approximately four months, twenty-six days later, on (B)(6) 2019, the patient experienced with congestive heart failure. Additionally, a duplex ultrasound of right upper extremity on the same day revealed acute occluding thrombosis. Subsequently, the port was removed on (B)(6) 2020. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; medical record was provided for review. Medical record alleges that, a powerport duo m.r.I. Implantable port was implanted in a patient via the right internal jugular vein for the treatment of metastatic colon cancer. Four months and twenty-six days later the patient presented with right arm swelling and congestive heart failure. A duplex ultrasound of the right upper extremity venous system on the same day revealed acute occluding thrombosis of right internal jugular, subclavian, proximal and mid segments of axillary vein. Subsequently, the port was removed three months and eighteen days later. Therefore, it can be confirmed that the patient had experienced acute occluding thrombosis and swelling and congestive heart failure. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.